Event description:
It was reported that after the ventilator was checked out and was functioning fine, one of the family members indicated that their mother was breathing funny. When the therapist went into the pt's room, she found the ventilator was off. The ventilator was turned on and was functioning fine. No pt harm reported.